Event description:
According to the reporter, during an open low anterior resection, the stapler activated but did not staple and the blade cut the tissue. Permanent colostomy was performed and an unanticipated tissue loss and tissue damage were noted. Incision was extended for more than 1 inch. The surgical time was extended for more than 30 minutes. The patient's hospital stay was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.